Event description:
Opened a bag of dialysate to mix, bag busted and was unable to use. Upon inspection of the bag, plastic opened up on the upper left hand corner next to the electrolyte portion of the bag. Crease in plastic noted near the opening.